Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the left anterior descending artery. After a non-bsc guide wire crossed the lesion, predilation was performed using a non-bsc balloon catheter. A 3.50 x 20 mm promus element ¿ stent was successfully implanted and was post dilated using a 3.5 x 10 mm non-bsc balloon catheter. Following post dilation, stent fracture in mid segment of promus element ¿ stent. A short size non-bsc stent was implanted in the mid segment. No further patient complications were reported and patient's status was stable and is responding well to medicines.